Event description:
On 03/09/2000, pt was undergoing laparoscopy and hysteroscopy with myomectomy for uterine fibroids. Once the fibroids were cauterized and resected, the morcellator was inserted. The first large fibroid was morselized and removed. During the process of morselizing the second fibroid, the descending colon was punctured. The abdomen was opened and hematoma was evacuated. A 1.0-1.5cm perforation at the antimesenteric border of the sigmoid colon was identified. General surgeons were consulted and the perforation was repaired.